Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a high blood glucose level of 426 mg/dl. The customer received no delivery alarms and her insulin pump had a crack in the reservoir compartment. She was hospitalized because of a diabetic ketoacidosis and an infection. Her blood glucose level was corrected with a manual injection. She stopped using the insulin pump and administered manual injections instead. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).